Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 45 mg/dl. The suspected cause was unknown however the contact believed it may have been due to a recent settings change performed by the healthcare provider. The customer required the assistance of the contact to administer glucagon. The customer disconnected from the pump. Troubleshooting was unable to be performed with tandem technical support as the contact and customer were uncertain of the exact event date.